Manufacturer narrative:
Evaluation results: one medfusion 4000 pump was returned for investigation in used condition. The investigator was unable to download the event history log due to the data being corrupt. The customer reported product problem could not be replicated. The investigator did note however that a "blue, high profile token super cap" was present on the main pcb board. The pcb board was therefore replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the pump exhibited a backup audible alarm post. No patient injury or complications were reported in relation to this event.